Manufacturer narrative:
(B)(4). Report source (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear from use based on the extended field age of these devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05194 , 0001822565 - 2018 - 05087, 0001822565 - 2018 - 05195, 0001822565 - 2018 - 05196.

Event description:
It was reported that patient underwent a revision knee arthroplasty. During the procedure it was noticed that one of the pins on the back tibial augment trial was broken. After surgery, four more tibial augments were found that had pins that were broken.